Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
The reported condition of failure code 808:07 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a 808:07 failure code. The event was reported to have occurred during programming/set-up in pediatrics. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.